Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that issue/return button was missing for a user and could not issue medication. A technical support specialist (tss) remoted into the station and observed that the user was logged in under the template driver template, which did not have permission to issue medications. Further the tss informed the customer to contact supervisor to have account recreated with the correct template that includes medication issuance permissions. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the system was unable to issue medication as issue and return option went missing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.